Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt mentioned they had noticed certain problems with their spinal cord stimulator (scs) and when they were at their health care provider (hcp) office last time in (B)(6) 2022, the pt mentioned these issues to hcp. Pt said their ins "was not charging properly" and was "not holding a charge" since about 2-3 months ago. Hcp talked to the pt about getting a replacement spinal cord stimulator (scs) sooner than the pt planned to get a replacement (which the pt said was "not a problem"). Pt said the scs "took a really long time to charge" and took "twice as long as it had before." Pt said they had "all the bars" but the charge was really slow on their ins. Then, pt said for about the last 10 days, the pt was "getting a lot of shocks" when touching stuff. Pt noticed shocks in back and in the legs. Pt said one of the days, the shocks were "really bad." Then, the pt was vacuuming one day(pt pulled the cord of the vacuum) and they grabbed the door handle and said "they almost went though the ceiling" from the intensity of the shock. Pt said the shock went though their entire body. Pt said the shock was much more than a static shock. Pt said since this incident, when the touch anything at all, especially cords, they are shocked(pt said "electrified"). Pt said if their husband was holding a dog and if the pt touched the dog in their husband's arm, their husband got shocked and the pt got shocked. The patient was redirected to their healthcare provider to further address the issue.  Pt said the hcp who implanted their current scs left the old leads in and did not put in the new leads (hcp did "not put in the right thing") so the pt found out last summer they were not full-body MRI eligible even though they thought they were full-body eligible. Additional information was reported that when the patient vacuums, touches a door knob, or puts hand in water she feels like she is being electrocuted. This is started 2 weeks ago and patient is quite sure but had a possible fall 2 weeks prior to first symptom. Patient has already confirmed that she only feels symptoms when therapy is on. It was noted that patient was last seen by caller on (B)(6) 2022 and no impedance issues were observed. The caller was not with the patient. Additional information was reported that they were unable to identify any external/environmental factors that may have caused or contributed to the shocking sensation. The impedance were all within normal limits. The rep could not identify any issues with the patient's equipment leading to recharge issues. The patient didn¿t want any programming changes, only verification that everything was working properly. It's unknown if this is still an issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue was not resolved. The patient stated the shocking sensation doesn¿t happen if she turns her stimulator off. However, the patient had not yet tried turning the stimulation down. The patient was going to experiment with the amplitudes to see if she could find a range that alleviates her pain and minimizes the shocking sensation.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the pt's recharger (insr) has not been working properly for several months since december 2021 or january 2022. Caller said when they connect to their implant they only get 2 bars of connection and sometimes can get it up to 6 but then charging takes 8-10 hours. Caller has met with a manufacturer representative (rep) for troubleshooting of the recharger back in december or january and the rep suggested the recharger may need replacing. Caller reported no visible damage to antenna, cord, or recharger. A replacement recharger (insr) was sent out to the patient. The pt also reported that they are having ongoing issues with their stimulation and feeling shocks while vacuuming or if they grab the vacuum cord they feel a "jolt of lightning" in their back. Caller has met with the rep for reprogramming and has another appointment in 2 weeks.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.